Manufacturer narrative:
The device was evaluated by nidek field service engineer (fse) on (B)(4) 2016 in the field. Device was not returned to nidek. Fse tested the device for proper operation. Treatment output energy and display energy were checked. Fse found that the actual energy output was higher than the display energy. Calibration was out of specifications for pfn voltage. Pfn (pulse forming network) voltage fires the flash lamp that excites the yag crystal. The pfn voltage is set through auto-calibration; the correct voltage generates 4 laser pulses. In this case the pfn voltage was too high causing 5 laser pulses instead of 4. The max energy delivered was too high and was at 13.26mj which needed adjustment. Also the display power needed calibration. The device was last serviced in march 2015 and was due for routine preventive maintenance. Clinical specialist reviewed the inspection record and found that the device was calibrated in (B)(6) 2015. As per the fse the device failed due to normal wear. Per operators manual it is recommended to perform calibration of power output of the yag laser once a year. Reference: 2.4 after use, maintenance, and checks; caution, "to maintain the performance of laser emission, ask nidek or your authorized distributor for calibration of power output of the yag laser beam, and for measurement of the earth resistance and leakage current once a year." Fse performed maintenance and calibration service. Internal and external optics were cleaned. Auto-calibration of the pfn voltage was performed. Max energy output was adjusted to 12.5mj. Calibrated energy output and energy preset display was calibrated as per specifications. Device was tested and verified for proper operation. No patient injury was reported at this time so no patient information is provided. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek inc. Received a complaint form customer on (B)(6) 2016. Customer reported that during the use of yc-1800 sn: (B)(4) display and actual power increased. Doctor completed the surgery by making the adjustments. No injury to the patient was reported.